Event description:
It was alleged that the unit broke in the joint of the pt. It was further alleged that the surgeon recovered the broken piece and completed the procedure with another unit.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.